Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/28/2019. An investigation was conducted on 11/20/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the heater wire. The heater wire was observed to be slightly flexed away at the base as well as the middle of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. The cannula was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula five (5) times, each time, the device was retracted and extended into the cannula with no physical or visual defects. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed but was confirmed for the analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had issues advancing and retracting hemopro within harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had issues advancing and retracting hemopro within harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.